Event description:
It was reported that, during procedure, the exposed fiber tip broke. As a result, the fiber was replaced, and another fiber was used to complete the procedure. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber confirmed the reported tip break as the fiber tip was identified to be chipped and degraded with stripping of the fiber jacket. During testing of the connector, bright and round light was exiting the connector face, indicating no fracture within the fiber connector. In addition, further functional testing showed the aim beam was bright and round. Based on analysis results, it is likely that procedural conditions, such as physician technique, size and composition of the material being ablated, may have contributed to the fiber tip to have degraded quicker than normal and possibly chip like in this case. A review of the device instructions for use (IFU) was completed, the IFU states: warning - careful handling of the fiber during setup is important to prevent fiber damage. Fiber damage may impact fiber performance. A conclusion code of cause traced to component failure was assigned to this investigation. B3 date of event: approximated.

Event description:
It was reported that, during procedure, the exposed fiber tip broke. As a result, the fiber was replaced, and another fiber was used to complete the procedure. There were no patient complications.